Manufacturer narrative:
Product event summary: the pscc100 pulse select catheter with lot 0012709265 was returned and analyzed. The catheter was visually in spected and functionally tested. During external cisual inspection of the array, shaft, and handle segments no anomalies were identified. The pcba (printed circuit board assembly) chip was reprogrammed for functional testing. The catheter passed performance functional testing with the generator; therapy deliveries were completed with no system errors generated. No performance issues were identified. No performance issues were identified. Verification of steering mechanism was performed. Deflection testing (rotating steering knob clockwise and counter-clockwise) was performed, the distal catheter tip responded with approximately 170° rotation in both directions. No anomalies were observed. Verification of sliding mechanism was performed. The slide control function operated as expected without any issues. Upon full advancement of the slide control to extend the guidewire lumen, no kinks and other anomalies were observed along the extended portion. The electrical continuity test revealed an open loop on the electrode wire #5. During inspection of the array segment, an electrode wire to electrode # 5 detachment was observed. In conclusion, the catheter failed return inspection due to an electrode wire to electrode detachment observed in the spiral array. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure, persistent electrical noise was observed on bipoles 4-5 and 5-6 of the electrogram (egm). All connections to the recording system were checked, the connection interface cable (cic) was unplugged and replugged, and the cic was replaced, but there was no change. The catheter was replaced, after which signals were clear on all egm. The case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.